Manufacturer narrative:
The investigation determined that the vitros eci had not been in use for several months and that the ocd laboratory specialist had been attempting to schedule training for the customer. Review of the calibration data indicated that the customer had processed the vitros (B)(6) control fluid using a vitros (B)(6) reagent pack, not a vitros (B)(6) reagent pack. The root cause of the false negative quality control result is user error.

Event description:
The customer obtained a false negative result when processing a known positive vitros quality control fluid following calibration using vitros (B)(6) reagent on a vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient harm as a result of this event. (B)(4).